Manufacturer narrative:
UDI not available as product was manufactured on or before(B)(6)2014.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited over-sensing noise. Isometrics were performed and programming changes were made, the noise was reproducible and was causing pacing inhibition. The patient was in stable condition and would be further monitored.